Manufacturer narrative:
(B)(4) other remarks:

Event description:
It was reported via a hot line call. The intra-aortic balloon (iab) was inserted on (B)(6) 2016 emergently. The registered nurse (rn) first relayed that the fiber optic sensor (fos) did not zero and they used it as a conventional intra-aortic balloon (iab). The registered nurse (rn) was not sure if there was any fiber optic sensor (fos) waveform at any time. The patient was then transferred from the lab to the surgical intensive care unit (sicu) without issue. On (B)(6) 2016 the patient had been weaned from intra-aortic balloon pump (iabp) support. When the lead tech went in to remove the intra-aortic balloon (iab), he placed the pump in standby, pulled the sheath out of the femoral over the catheter sheath and then pulled the intra-aortic balloon (iab). The lead tech explained that the very end of the intra-aortic balloon (iab) then seemed stuck as he met resistance. The lead tech advanced the intra-aortic balloon (iab) back into the patient slightly which went without issue, but then met the same resistance when he attempted to remove again. The lead tech then called a medical doctor (md)to bedside. A cardiothoracic surgeon (CT surg.) Was also called should surgical intervention be necessary. The medical doctor (md) then came in and pulled "very hard" and the intra-aortic balloon (iab) came out. There was a significant amount of bleeding at the site and a fem-stop was applied. The patient needed no further intervention. The tip of the intra-aortic balloon (iab) was then noted to have dark/black beads in the membrane. The lead tech asked if there had been any alarms reported and the registered nurse (rn) said not to his knowledge. The intra-aortic balloon (iab) was saved for return. At 1449 on 04nov2016 - the clinical support specialist called and spoke to the registered nurse (rn) taking care of the patient in the surgical intensive care unit (sicu). The registered nurse (rn) did not know if there had been any alarms over the course of therapy. The patient had no hematoma or further bleeding from the site. The patient is currently being transferred to the step down unit. Length of time in use prior to event: approx. 24 hours. More information received: the patient has been discharged.

Manufacturer narrative:
(B)(4). Evaluation: teleflex received the affected device for analysis. It was noted that the fos fiber was cut off at the intra-aortic balloon (iab) bifurcate. The fos connector and cal key were not returned, therefore could not be tested. The fos connection was unable to be tested due to the returned state of the iab. Upon checking the fos fiber, the fiber was found broken approximately 1.3cm from iab distal tip. Our inspection revealed a puncture consistent with damage to the bladder from the broken fiber approximately 1.5cm from the distal tip. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: a puncture consistent with contact from the broken fiber was found near the distal tip of the iab which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. No actions are planned at this time. Teleflex will continue to monitor for similar reports of this issue. Other remarks:

Event description:
It was reported via a hot line call. The intra-aortic balloon (iab) was inserted on (B)(6) 2016 emergently. The registered nurse (rn) first relayed that the fiber optic sensor (fos) did not zero and they used it as a conventional intra-aortic balloon (iab). The registered nurse (rn) was not sure if there was any fiber optic sensor (fos) waveform at any time. The patient was then transferred from the lab to the surgical intensive care unit (sicu) without issue. On (B)(6) 2016 the patient had been weaned from intra-aortic balloon pump (iabp) support. When the lead tech went in to remove the intra-aortic balloon (iab), he placed the pump in standby, pulled the sheath out of the femoral over the catheter sheath and then pulled the intra-aortic balloon (iab). The lead tech explained that the very end of the intra-aortic balloon (iab) then seemed stuck as he met resistance. The lead tech advanced the intra-aortic balloon (iab) back into the patient slightly which went without issue, but then met the same resistance when he attempted to remove again. The lead tech then called a medical doctor (md)to bedside. A cardiothoracic surgeon (CT surg.) Was also called should surgical intervention be necessary. The medical doctor (md) then came in and pulled "very hard" and the intra-aortic balloon (iab) came out. There was a significant amount of bleeding at the site and a fem-stop was applied. The patient needed no further intervention. The tip of the intra-aortic balloon (iab) was then noted to have dark/black beads in the membrane. The lead tech asked if there had been any alarms reported and the registered nurse (rn) said not to his knowledge. The intra-aortic balloon (iab) was saved for return. At 1449 (B)(6) 2016 - the clinical support specialist called and spoke to the registered nurse (rn) taking care of the patient in the surgical intensive care unit (sicu). The registered nurse (rn) did not know if there had been any alarms over the course of therapy. The patient had no hematoma or further bleeding from the site. The patient is currently being transferred to the step down unit. Length of time in use prior to event: approx. 24 hours more information received: the patient has been discharged.